Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 230 mg/dl at the time of incident. The customer states the insulin pump was exposed to fluid. It also reported that the customer was showering and customer was not wearing insulin pump at that time but insulin pump was in the bathroom. The customer also reported that the due to exposure of insulin pump to fluid display went blank and constant tone was occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.